Event description:
Procedure type: lap. Nephrectomy. According to the reporter: dr tried to use a blunt tip trocar for lap. Nephrectomy but the balloon bursted during the procedure, all pieces were retrieved. The operating time and the incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt is fine and left the hospital.